Event description:
Dexcom was made aware on 09-22-2024, that on approximately (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off label usage of the device. The patient reported that they experienced a skin reaction with a "lump" at the sensor insertion site which occurred on an unspecified day after the sensor had been inserted into the arm. The skin was not cleansed prior to sensor insertion. No photo was provided. On approximately (B)(6) 2023, the patient went to his doctor for evaluation. The patient was prescribed an unspecified oral and topical antibiotic for the skin reaction. The patient stated the "lump" was gone after a few days. At the time of contact, it was indicated that the patients condition is normal. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).